Event description:
The patient was at home with the trach tube in place. The trach tube had been in situ for 4 days. Blood was noted in the suctioned secretions from the trach. Patient was transported to the hospital for trach replacement. It was noted that the patient had developed an ulceration in her trachea. No permanent medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.